Event description:
User stated the state abused the table by using the system with a patient that was over the weight maximum for the table. Two microswitches were crushed. The filmer would not home and allow any x-ray.

Manufacturer narrative:
The service rep verified symptom. Found crushed microswitches and a jammed motor. Cleared jam and ordered microswitches for site to finish repair.